Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented via remote transmission, noise was observed on the right ventricular channel. The physician elected to explant the right ventricular lead and the patient was stable following.

Manufacturer narrative:
A partial lead was returned in one piece for investigation. External insulation abrasion was noted at 43.3 ¿ 43.5 cm from the distal tip consistent with friction to the device can. The cause of the noise was the external insulation abrasion as a result of friction to the device can.